Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately one year. Based on the follow-up with the health-care provider, it was learned that the explant was due to paravalvular leak. The health-care provider also mentioned that the explant was not related to any device malfunction. Per the operative report, the patient was complaining of increasing shortness of breath and swelling of ankles prompting a 2-d echo. The 2-d echocardiogram showed a suspected paravalvular leak. This was followed with tee, which confirmed a large paravalvular leak. During the procedure, the valve was then inspected. There appeared to be a large defect at the junction of the of the mitral valve sewing ring and the previously oversewn left atrial appendage. Because of the concerns of this being a ventricular septal defect from the previous myomectomy, the aorta was opened and the aortotomy was created just cephalad to the previous aortotomy and the aortic valve leaflets were inspected as well as trying to pass the probe through the ventricle through the questionable ventricular septal defect into the left ventricular outflow tract and aorta. This did not appear to be the case and the valve prosthesis appeared to have pulled away from the heart at the level of the left atrial appendage. Once this was decided that this was not a ventricular septal defect, the previously placed mitral bioprosthesis was excised removing all the stitches and any free pledget. The embedded pledgets were left in place as were the neo-chordae, which had been created with a 5-0 gore-text as the previous operation. The rent at the level of the leaf atrial appendage and mitral valve annulus was oversewn with multiple 2-0 pledgeted prolene to close the defect. Then 2-0 pledgeted prolene were then placed around the mitral annulus in a non-inverted fashion. The annular sutures were then passed through the sewing ring and the new edwards mitral valve was seated to the annulus without complication. Independent interpretation of transoesophageal echocardiogram revealed no further paravalvular leak and a preserved ejection fraction of 60% after bypass.

Manufacturer narrative:
(B)(4) = device not returned. Unfortunately, the device has been discarded, therefore, the root cause of the reported paravalvular leak could not be investigated. Although the root cause cannot be confirmed, it appears that the paravalvular leak was likely due to what appeared to be a large defect at the junction of the mitral valve sewing ring and the previously oversewn left atrial appendage; and the prosthesis valve appeared to have pulled away from the heart at the level of the left atrial appendage mentioned in the operative report. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.